Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguenal hernia repair.according to the reporter, the inner seal cracks and looses pneumo. Additional information requested but not yet received.